Manufacturer narrative:
This event occurred at (B)(6) center. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed and reproduced. A review of the downloaded log file spanned approximately 3 hours ((B)(6) 2022 from 09:19:01 ¿ 12:44:34 per time stamp). Shortly after the backup battery was installed, a backup battery fault alarm activated on (B)(6) 2022 at 11:44:27 due to a test circuit fault. The alarm would intermittently activate through the remainder of the log file even after reseating it multiple times. The driveline was disconnected on (B)(6) 2022 at 12:42:32 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The returned system controller, serial hsc-118456, was tested and the backup battery fault was reproduced. Visual inspection confirmed a damaged/deformed metal contact in pin 4 of the backup battery ribbon cable connector that was preventing a proper contact with the pin within the backup battery. The damage appears to have occurred during physically mating the two parts. The metal contact was designated as the lcs_stat line for the backup battery and is consistent with the data captured in the log file. The ribbon cable was replaced to continue with testing. Following the replacement of the cable, the controller functioned as intended. The root cause for the reported event was determined to be a deformed metal contact on pin 4 of the backup battery ribbon cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a replace backup battery alarm immediately after installation of the emergency backup battery (ebb) into the system controller. The alarm persisted even after trying to reconnect the ebb several time and also after using another new ebb. The alarm intermittently stopped while the ebb and the connector were manipulated. When the ebb was placed into its intended position, the alarm came back. The system controller was exchanged and the alarms resolved.